Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device issue occurred in which the ¿tip¿ reportedly broke off, and the user indicated the event had been previously reported; device packaging was also implicated based on problem coding. Symptoms included unknown clinical effects. Outcomes included unknown impacts. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed packaging was compromised, with a tear or hole noted, and the affected component was identified as packaging; no device problem was ultimately detected. It was concluded, based on previously established findings for similar reports, that no problem was detected.